Event description:
During a reprogramming session, communication issues between the implant and the external equipment were observed. A boston scientific representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.